Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 47mg/dl, cause was unknown. Customer went to the emergency room and were provided with carbohydrates to resolve the issue. Customer was released two hours later in "stable" condition. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 47-52 mg / dl were recorded by continuous glucose monitor (cgm) from 10:58:32 am to 11:08:32 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:58:32 am. On (B)(6) 2020, at 7:56:31 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) of 49 mg / dl was recorded by continuous glucose monitor (cgm) at 8:58:33 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:53:38 pm. On (B)(6) 2020, at 6:19:02 pm and 7:04:47 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.